Event description:
It was reported that: patient showed loose stem on x-ray and experienced mechanical thigh pain particularly with initial weight bearing. Current status: 2008 continued thigh pain, approximately 18 days later, severe pain. Revision is booked for a later date in 2008.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available a supplemental report will be issued.